Event description:
It was reported that the patient has a septic infection, patient has left total knee. Processed I&d and washout and changed the poly liners.

Event description:
It was reported that the patient has a septic infection, patient has left total knee. Processed I&d and washout and changed the poly liners.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No medical records or pathology information was provided. The event could not be confirmed. The exact cause of the event could not be determined because the reported insert and medical records such as operative notes and pathology reports were not provided for review. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker¿s control.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.